Event description:
Allegedly, two studies were received that were carried out in (B)(6) one in 2008 (eleven years of experience with metal-on-metal hybrid hip resurfacing) and another in 2018 (the mean ten-year results of metal-on-metal hybrid hip resurfacing arthroplasty). These studies were based on data collected from 1996 to 2006 and from 1996 to 2012. From these data 1074 patients were involved, of which 103 revision surgeries were performed (11 neck fractures, 36 femoral loosening, 4 sepsis, 15 wear, 25 acetabular loosening, 2 instability, 1 tissue reaction, 1 osteolysis, 1 pain, 3 unknown reasons, 1 poor bone quality, 2 dislocation and 1 subluxation). This incident is capturing a femoral loosening.